Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having symptoms that they could not explain, and they were trying to eliminate the ins (implantable neurostimulator) as being the cause of the symptoms. The caller explained that there was a week where it seemed like the patient was "not getting drug in him anymore" and the doctors thought the patient had stroke-like symptoms. The caller stated that the patient would get weak, they could hardly feed themselves or use their hands, and had difficulty getting out of their wheelchair. However, the caller stated that sometimes the patient would get a little stronger, but they did not understand why. Prior to this event, the caller stated that the patient had two falls - one that occurred last year, and the other occurred a couple of months ago. The caller mentioned that one of the falls happened at home and the patient hit their head, which resulted in a concussion. The caller stated that the patient was having impulse problems (getting up and falling) prior to the falls, so their doctor put the patient on a very low dose of their medication. Thus, the caller indicated that the falls may have been related to the patient's medication, but this was not entirely clear. The caller stated that the patient had a cat scan of their brain while in the hospital, but no bleeding or issue was found. Also prior to this event, the caller stated that the patient had just gotten rid of an infection from cellulitius and mrsa (methicillin-resistent staphylococcus aureus). The caller mentioned that they met with the hcp and a rep probably 3-4 months ago, but the caller stated that nothing ever became of that appointment. The caller also mentioned that they checked the patient's ins with the patient programmer a couple of days to a week ago, and saw that therapy was on, the ins battery level was ok, and therapy settings were "b, 1.20." The caller asked if the therapy settings were sufficient, or if the patient's symptoms were related to their medication. The caller was redirected to the patient's healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) who reported that the falls were not related to the dbs device and the infection was not related to the dbs device. The records for the CT scan results were not available to the hcp to determine if the patient was admitted to the hospital due to the reported symptoms. Therefore the cause of the symptoms was undetermined, no actions were taken to resolve the symptoms and the patient has not followed up with the hcp at this time.